Event description:
The complainant is a type ii diabetic. Complainant's spouse indicated that the glucometer 3 with memory was consistently providing lower than expected results. Because of these lower results complainant consumed more "sweets" to raise complainant's blood sugar. In 2001 a blood glucose of 20 mg/dl was obtained. The customer ate a candy bar and approximately 3 hours later re-tested and received a result of 25 mg/dl. There was no indication that any medication was taken during this time period. 5 days later, the customer was taken to the hosp where a blood glucose of 400mg/dl and 411mg/dl was obtained (method unknown). The customer was released after a few hours. On the phone the operation of the system was reviewed. The customer was using normal control solution, lot number 019 that expired in 1991. The reagent was lot number s4730039 expire date 3/01 -- program number 2. Check paddle results were consistent and within spec. A request was made to return the system for evaluation. In the meantime a replacement unit was provided to the customer.